Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance of greater than 2,500 ohms and loss of capture. It was noted this lead was found to be fractured. The lv lead was programmed off and device programmed to right ventricular (rv) only. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance of greater than 2,500 ohms and loss of capture. It was noted this lead was found to be fractured. The lv lead was programmed off and device programmed to right ventricular (rv) only. This lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted due to a product performance issue. No additional adverse patient effects were reported.